Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (afa) investigation was performed. The instrument passed engagement on multiple attempts on the system. Intuitive motion was confirmed in all directions. The complaint was not confirmed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed. The part returned was returned in damaged condition. The instrument returned failed engagement on in-house system. The instrument is unable to test on the in-house system as a result. Additional observation not related to the customer reported complaint: 1. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of logs showed two numbers of 22020 error codes (instrument not defined), indicating the instrument failed to engage on grip axis. The instrument was retested and failed engagement on multiple attempts. However, the instrument had no broken cable, no loose cable, no broken input disk, no cracked input shaft, no cracked clamping pulley, no loose clamping pulley screw. No obvious damage during visual inspection. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the site could not control the tip-up fenestrated grasper. The procedure was completed with no reported injury.